Manufacturer narrative:
Article citation: rami elmorsi, md; archana babu, md; paul l shay, md; jose e barrera, md; j. Bryce e, olenczak, md; mark w. Clemens, md, mba; rene d largo, md; alexander f mericli, md, the tipping point: predictors of implant flipping in staged breast reconstruction, plastic and reconstructive surgery advance online article, 1-25 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: flipping/malposition.

Event description:
Article titled "the tipping point: predictors of implant flipping in staged breast reconstruction¿ reported "a study of 502 breast implants reported 21 cases of implant flipping in mixed manufacturer population that included allergan devices.". This record is for unknown side. Device status is unknown.